Manufacturer narrative:
One device was received for evaluation. Visual inspection revealed the device tamper seal was missing, the dso seal was worn, the lcd lens was scratched, and latch lock lever did not level to 90 degrees. The failure mode could not be duplicated by functional testing; complaint was not confirmed. No root cause could be determined as no device problem was found. The pwa board, dso seal, lcd lens, latch lock and lever, latch lock flex, optic switch and bracket, keypad and overlay, side and rear labels were replaced. Service history review identified the complaint was not related to a previous service of the device within the review period. For all enquiries or follow-up questions related to the record, do not use (B)(6) located in sections g.1., please direct those to the following: (B)(4).

Event description:
It was reported that the pump exhibited error code 44510 during infusion. No adverse patient effects were reported.

Manufacturer narrative:
Other, unknown; no information has been provided to date. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional information becomes available.